Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the interstim didn¿t help the patient. Additional information received from the healthcare provider (hcp) indicated that it was noticed that the interstim was not helping the patient on (B)(6) 2017, after a fall. The fall had occurred on (B)(6) 2017. The hcp stated that they could not communicate with the generator on (B)(6) 2017. The patient experienced a return of urgency and urinary incontinence as a result of it not helping the patient. The hcp suspected that there was generator damage. They trialed percutaneous tibial stimulation as an action taken to resolve the interstim not helping with the patient. It was indicated that they had good results, and the issue had been resolved. There were no further complications reported as a result of this event.